Event description:
New information notes the device would not display a charge time. A manual capacitor maintenance was performed and resolved the issue. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device had recently been programmed rv-svc and svc-can. When the patient was seen in clinic, the measurements for these vectors showed high impedance. Review of the lead information revealedthat a single rv coil was implanted. Therefore, reprogramming the device back to rv-can was recommended.